Manufacturer narrative:
The rv lead remains implanted. A boston scientific technical service consultant reviewed the data disk and confirmed that the pacing impedances had gradually increased over the past year to 2,295 ohms with normal shock impedances. The arrhythmia logbook contained only 4 stored events, 3 of 4 were induced ventricular fibrillation (vf) on the day of implantation. Episode 4 revealed a self-terminated nonsustained ventricular tachycardia (vt). The electrogram (egm)'s were clean and free from noise on all channels. It could be suspected that gradually increasing pacing impedance may be a result of a calcification process at the interface between lead tip and tissue. However, this phenomenon is rarely observed with active fixation leads such as this lead. Calcification or crystallization in the interface may increase the capacitive resistance with minor effects on intrinsic r-wave amplitude and pacing thresholds. Another phenomenon that may play a role in increasing impedance values could be the fact that the device does not pace and did not deliver any shock since the implant. Electrodes that are not used for a long period of time may build up an ionic layer that may increase the impedance perceived by the device. It was recommended to continue monitoring daily measurements, especially the pacing threshold and record real-time egm's at each occasion, in order to exclude a lead connection or conductor issue (noise free egm's). High output rv pacing could be considered for a few minutes and re-evaluate repeated impedance measurements. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular (rv) defibrillation lead exhibited increasing pacing impedances up to 2,295 ohms over the past year with an increase in thresholds. Normal sensing and shock impedances were noted. A chest x-ray was performed and no anomalies were noted. The patient is not pacing dependent and minimal events had been stored, free of noise. A data disk was sent to a boston scientific technical service consultant for review. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Event description:
Additional information was received. This right ventricular (rv) lead displayed gradually increasing impedance measurements when measured with the pacing system analyzer. The measurements have increased to high out of range. A revision procedure was performed. This lead was removed, replaced and returned for analysis. No adverse patient effects were reported.